Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the part returned was returned in damaged condition. The instrument was returned with a broken input disk. The instrument is unable to test for intuitive motion functionalities on the in-house system as a result. The instrument was found to have grip input disk 6 completely detached. Grip input shaft 7 was found to have hairline cracks. As a result of the damage, the instrument failed engagement and could not be tested on the in-house system. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding the instrument does not rotate was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument did not have any rotation. A backup instrument of the same kind was used. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: we have not more info gathered. I¿m sorry I could not add any other information.